Event description:
The user experienced issues with calcium quality control on the integra 400 serial number (B)(4). She performed calibration and quality control multiple times which were not successful. The user then replaced the calcium reagent pack and performed calibration and quality control which were successful. The user then repeated testing for all patient samples which had been tested since the previous successful calcium quality control. Of the patient samples retested, the user issued corrected reports for 11 patient samples. The results for 9 of the patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 9.6, repeat result was 8.4. Patient sample 2 initial result was 10.3 with a data flag, repeat result was 9.3. Patient sample 3 initial result was 11.0 with a data flag, repeat result was 9.4. Patient sample 4 initial result was 10.8 with a data flag, repeat result was 9.8. Patient sample 5 initial result was 11.0 with a data flag, repeat result was 9.9. Patient sample 6 initial result was 10.4 with a data flag, repeat result was 9.0. Patient sample 7 result was 11.3 with a data flag, repeat result was 9.5. Patient sample 8 initial result was 11.9 with a data flag, repeat result was 9.3. Patient sample 9 initial result was 11.1 with a data flag, repeat result was 9.7. All of the discrepant results were reported outside the laboratory. None of the patients were treated based on the high calcium results or adversely affected. The patient for sample 8 was redrawn and six additional tests were ordered as a result of the discrepant result. The physician cancelled all six tests when the corrected result was issued. The field service representative stated the user found the reagent cassette was bad. He noted the user replaced the reagent cassette and the controls were acceptable. He ran performance tests with acceptable results. The sex and dates of birth for patients 2 through 9 are documented in the attachment. All patient diagnosis, allergies and medications are documented in the attachment. Pages were removed from the attachment which were not relevant to the medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.